Manufacturer narrative:
The pushwire was returned for evaluation and it was broken into two segments at approximately 179.5cm from the proximal end. The distal broken segment (with stent) remains in the patient. Cross sectional analysis of the break surface indicated that the failure occurred due to tensile overload. Stent separation. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported the solitaire stent separated as it was pulled back from the first pass. The separated stent remains inside the patient at the proximal part of the right middle artery and there are no plans to remove the device. It was reported the clot was not removed. No patient injury was reported as a result of the procedure.